Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the reported issue.

Event description:
It was reported to vyaire medical by an authorized third party service technician that he performed a routine preventative maintenance on the ventilator in june, and there was no leak, but now there is a leak. He stated that maybe he nicked it while he was performing the preventative maintenance, he is unsure. The ventilator was on a patient when the leak was discovered, but there was no patient harm.

Manufacturer narrative:
Results of investigation/failure analysis: vyaire medical's failure analysis department received the turbine manifold and was unable to duplicate the customer's reported issue during testing and evaluation. The turbine manifold assembly was delivering the proper amount of volume.